Event description:
It was reported that the pt experienced temporal lobe seizures as "a result of programming errors" which occurred in 2004. The pt's memory has been "substantially affected" by the seizures. The pump current has saline as the medications can no longer be used due to "seizures issue". It was unk what drug was in the pump at the time of the reported event. Additional info has been requested from the hcp, but was not available as of the date of this report. Please refer to MFR's report #: 6000030200400787.